Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2017-03148 the abbott representative was informed by the patient of undergoing surgical intervention on (B)(6) 2017 to explant the entire system. The patient experienced ineffective stimulation which resulted in the explant of the system.